Event description:
It was observed during the device inspection, that the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the nozzle; the type of the material cannot be identified. However, we could not specify the root cause of the material remaining in the device. The customer reported no deviation from the IFU in reprocessing steps for the area where foreign material remained, and no physical damage of the device was confirmed at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.